Manufacturer narrative:
Date sent to the FDA: 09/16/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. A vaginal hysterectomy and a pelvic floor repair by sacrospinous ligament fixation were also completed at that time. During the procedure, there was a left-sided bladder perforation by the winged guide. Surgical intervention was taken and the outcome was resolved the same day. The surgeon checked both sides with a cystoscope after the perforation incident and then double-checked with a cystoscope after the sling procedure was completed.